Event description:
It was reported that a physician trained in the use of the prostar xl device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, although, resistance was felt as the device was back loaded onto the guide wire; the device was successfully back loaded and was placed in the vessel. Hemostasis was achieved with the prostar xl suture. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned with a normal appearing sheath. During testing, a guide wire was back loaded and front loaded without a problem. Based on the findings, the device performed according to specification. A root cause for the reported experience could not be determined. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.